Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing intermittent pump stoppage and speed reduction events. In addition, there was physical damage to the percutaneous lead (lead) a few inches proximal to the lead and system controller connection. Data log file information confirmed a data pattern indicative of a possible lead issue. The patient was reported as doing fine with no side effects from the pump stoppage and speed reduction events. On 07/01/2015, an onsite lead evaluation conducted by the manufacturer¿s technical services representative was able to reproduce the reported events by manipulation of the lead a few inches from the distal end bend relief. X-rays confirmed a suspect area near the distal end bend relief. An external percutaneous lead replacement was performed and no further issues have occurred. The patient was discharged and is doing well.

Manufacturer narrative:
Approximate age of device ¿ 9 months. A section of the percutaneous lead (lead) approximately 7 inches long that was replaced during the repair was returned for evaluation. The returned section of the lead was tested for electrical continuity in the condition that it was received and the orange wire produced an open circuit. Visual inspection of the wires at the nipple housing of the metal connector revealed that the orange wire was completely fractured; the orange wire redundantly supports motor phase 3. Further analysis revealed that the observed wire damage appeared to be the result of cyclic flexing in this location. The remaining wires appeared unremarkable. The lead was submerged in a saline bath for hipot testing to check for current leakage through the wire insulation, and no additional areas of compromise were identified. The report of damage to the silastic jacket of the lead could not be determined through this evaluation. If the exposed conductors of the orange wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the captured alarm events. No further information was provided. The manufacturer is closing the file on this event.